Event description:
It was reported that the device had difficulty converting an arrhythmia. Five shocks were required in one episode, which is the maximum number of shocks provided by this device for one episode. Also, the high energy shock impedance was 113 ohms. This impedance is high but within normal limits. A review of the impedance data was done by technical services. The impedances were trending between 115-120 ohms prior to this august. It was noted that the low energy system impedance post-shock was 75 ohms. Technical services reviewed some x-rays and discussed the device electrograms with the caller. There were no adverse patient effects. The system remains implanted.